Event description:
On 06/20/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported that the pressure sensor 30 psi value (p.I) had failed under required parameters and it was needing to be calibrated. No patient was involved.

Manufacturer narrative:
There is a previous complaint (B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy above +5% but below +15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 18psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed one similar complaint. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating the high psi from 280 to 250. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).